Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 hook broke midway through the harvest. One of the arms of the c ring broke .a new device was used. No harm to the patient reported.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 02/18/2026. An investigation was conducted on 02/19/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be intact. The scope wash tube was observed to be bent closest to the base of the c-ring. The blue toggle was manipulated to extend and retract the c-ring. The c-ring was able to be retracted and extended. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break- c-ring" was not confirmed, however, the analyzed failure "material twisted/ bent scope wash tube" was confirmed. The lot # 3000521992 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.